Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record for the lot number confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a clipping procedure, the physician chose a cook instinct endoscopic hemoclip. Before the intervention [procedure], the clip opened unexpectedly and fell on the ground [clip deployed in open position, prior to use]. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Initially, the following information was provided to cook: "in preparation for a clipping procedure, the physician chose a cook instinct endoscopic hemoclip. Before the intervention [procedure], the clip opened unexpectedly and fell on the ground [clip deployed in open position, prior to use]." An initial emdr was sent on 03-aug-2018 based on this information. Corrected information was received on 18-sep-2018 that the clip fell into the patient before they attempted to open the clip. A closed clip is intended to pass naturally through the gastrointestinal tract. Premature deployment of a closed clip is not likely to cause or contribute to a death or serious injury. Based on this information, this event no longer meets the reporting criteria of an FDA MDR report.

Event description:
This correction follow-up report is being submitted to cancel the initial report submitted relating to this event. Reference the additional manufacturer narrative for this justification.